Event description:
Arterial line placed in pt's left wrist. Attempted 3 times. On second attempt arrow catheter was inserted and guidewire was very still to thread as if it was stuck. Wire was pulled back, again hard to slide back. Wire found to be bent when pulled out of pt's arm. Other arrow cath used, wire not bent. Angiocath used with an arrow spring wire and threaded ok.